Manufacturer narrative:
The complaint device arrived on (B)(4) 2012 and failure analysis was performed on (B)(4) 2012. Eval confirmed that the device was pulled against resistance, compromising the bond between the proximal portion of the balloon and the outer shaft. Based on the info available, it is believed that the device experienced excessive tension used to maintain the balloon position during dilation. This tension is suspected to have stretched the balloon shaft, disrupting the balloon's ability to properly deflate. Acclarent's IFU's warnings and precautions states, "never advanced, retract, or hold the balloon catheter or balloon catheter with stylet against resistance as this could cause tissue trauma or device damage" device damage may result in inability to deflate and/or difficulty removing the balloon." Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.

Event description:
Acclarent was notified on (B)(6) 2012 of an international event that occurred on (B)(6) 2012 during an airway balloon dilation surgical case when acclarent airway 14x40mm balloon dilation technology was used. The surgeon reported that he performed two successful dilations with no problem deflating and removing the balloon. After third dilation, the assistant had difficulty to deflate. The assistant was instructed to empty the insufflator of all fluid and attempt to deflate the balloon. The surgeon was able to withdraw the balloon after several attempts. A stent was inserted and pt did well with no problem. The surgeon indicated that during all three dilations, he felt the balloon tug distally as it was inflated and he did pull against resistance during the dilations. There was no pt injury and no add'l care was required for the pt.